Manufacturer narrative:
The returned device was evaluated by the firm's senior engineer.upon opening the canister, the smaller chamber of the bag was on the left, entirely filled with blood. The larger chamber was on the right, and except for a few traces of blood, was empty. After removal of the bag from the canister, the larger chamber of the bag presented with a continuous fracture that extended along the entire left edge adjacent to the weld, across a diagonal on the upper left corner, along the top edge adjacent to the weld, across a diagonal on the upper right corner, and down virtually the entire right side adjacent to the weld. The fracture did not extend into the welded area at any point along the fracture, but was separated from the actual weld by a width of film at least 10 thousandths of an inch wide. The diagonal areas in the corners extended about 0.3 inches onto the face of the bag at their longest dimension. There were secondary full-thickness fractures in both diagonal areas. In the region of the right hand diagonal fracture, there was an additional fine-line fracture that did not penetrate to the full thickness of the bag wall material (i.e. No fluid would have leaked from this particular fracture). None of the fractures began at or traversed a weld line; all were in the body of the plastic film.fractures that are adjacent to a weld, and go on to extend onto the face of the chamber as these did, could suggest a weakness of the plastic film used to manufacture these freezing bags. To rule this out, our physical examination concentrated on the thickness of the plastic film in the region of the fractures. As a reference, we measured the thickness of the plastic film near the center of the large chamber of the bag in question. That thickness was 0.0145 inches. The reference value for the film prior to bag assembly is about 0.015 ± about 0.002 inches. Examination at about 10 points along the fracture, both on the body of the bag and the loose flap, showed the thickness ranged from 0.012 to 0.0145 inches. None of these measurements suggest an inherent plastic film weakness in the regions where fractures were seen. While a bit of stretching can be expected as the plastic film is pulled into the mold during forming, the measured thicknesses are remarkably close to those in the middle region of the freezing bag and, in addition, to the reference specification for the bag film itself. Therefore, we do not believe that plastic film thickness is related to the observations made by the end user.in addition, an examination of the batch records related to this freezer bag revealed nothing to suggest a component or manufacturing deviation, nor have there been any other reports with respect to this lot of freezer bags. As a result of this investigation, there appears nothing that suggests an inherent flaw in this freezing bag. The remarkable length of the fracture, paralleling but not traversing the weld lines, propagating diagonally across the face of the bag at both upper corners, coupled with appearance of a fine-line fracture at one of the corners, taken all together strongly suggest a brief high-impact mechanical stress either during handling while frozen or during the shipping process. Nothing else appears to fit. Summary: the damage to the otherwise normal bag appears to relate to physical stresses the bag encountered when in the frozen state.unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported from a cord blood processing facility that a cord blood transplantation facility which had received a frozen cord blood product in the freezer bag component of the device stated that ?the bag broke (popped) when the canister was removed from the dry shipper.? It was not clear from the report whether the cord blood product had been discarded or salvaged for transplantation.